Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/28/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/3//2024. The results are below: the event log was reviewed, and there was a line that indicates an abrupt power off took place. Line 502 has a log_event_on without a log_event_off before it. The power off took place 22 hours into an infusion. During functional testing, the reported problem was duplicated. A new 100 ml infusion abruptly powered off once it started without any alert or alarm. A new battery was then put into the pump, battery reset was completed, and a new 100 ml infusion was attempted. The pump abruptly powered off again, even with a new battery put into the pump. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
This MDR is being submitted to add a code 610 to investigation findings(c) under section h6 adverse event problem. Code added to make the MDR look more accurate to the obtained information from the tests performed.